Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was found to be turned to 'off mode' since the patient's last follow-up. The patient reported to have passed through airport security gates but did not recall any other exposure to magnetic fields. The patient lost consciousness without receiving therapy. The physician was unable to verify capture at high amplitude and pulse width.